Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of over two seconds on the right ventricular channel. Further evaluation and reprograming of the device were discussed. This device remains in service. No further adverse patient effects were reported.